Event description:
Device was used during a laparoscopic colon. There were six devices used during the case. All of the devices leaked. The surgeon replaced all six with another. Two of six leaked and those were replaced with two more of the same model. There was no consequence to the pt.